Event description:
The customer reported that the device displayed a "1104 (post) check vent: backup alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, a review was performed for the suggested repair for the error code (1104). It was noted that no code "1115 check vent: aux alarm supply failed" was present. The remote service engineer (rse) advised the customer to swap the power management printed circuit board assembly (pm pcba), if the problem was solved, the pm would need to be replaced. However, if problem persisted, it was recommended to replace the central processing unit (cpu) (2.3 software). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
1104-backup alarm failure was confirmed occurred during power on self test (post). Based on this information, this is not a reportable event.